Manufacturer narrative:
Corrected the annex a code to migration from corroded.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was addressing ineffective therapy and x-rays confirmed that the lead is wrapped around the ipg and patient is awaiting surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the entire system was explanted.